Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had bad scratches and screen was hard to see and buttons were less responsive. The customer's blood glucose value was unknown. The customer stated that the insulin pump had a and e code error, button error, motor had labored sounds, insulin was squirting during priming than a slow drip. The insulin pump will not be returned for analysis.